Event description:
The customer reported that the urine wasn't leaking. There was no injury. Additional information was received from the customer and stated that urine did not flow from the tube after urinary catheter.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on 11-apr-2023. A sample was not received for the investigation. One digital image was received for evaluation. Upon reviewing the image, the reported condition could not be confirmed. Because a sample was not returned, we were unable to perform a follow-up investigation to include functional and visual evaluation to confirm the issue and a possible root cause. At this time, an action plan is not deemed necessary. However, as a containment measure, staff were notified of the reported condition to raise awareness. If additional information is obtained, the complaint will be re-opened for further investigation. This complaint will be used for tracking and trending purposes.